Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. Customer's blood glucose level was 125 mg/dl. Customer reported that the drive support cap appears was flush. Customer was unable to troubleshooting at that time. Customer reported that the insulin pump had no delivery alarm. Customer reported that the insulin pump was not dropped or bumped. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.